Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: it was reported that the product was broken and found in spd. The product was returned to depuy synthes for evaluation. Visual inspection revealed the outer surface of pin trl lnr 10deg +4 40id 60od scratched. Additionally, the threaded insert of device was found disassembled and the snap ring was not returned for evaluation. Scratches are consistent with other tools and hard edges coming in contact with the device. The observed condition of the device was consistent with a component failure that was caused by over-tightening the threaded insert during used and intentionally disassembling the snap ring from it for surgical preference or cleaning. Properly handling and attention to the approved use of the device diminishes the risk of failure. Reported allegation can be confirmed as overtightening the device may lead to a breakage condition. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pin trl lnr 10deg +4 40id 60od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code pg0410 provided is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the product was broken.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: d1, d2a, d2b, d4 catalog, h6 (problem code). Updated code from implant fracture intra-op polyethylene to broken (2+ pieces) pre or post operatively/step unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.